Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer (biomed) with technical assistance. The biomed evaluated the device and cleared the error code that was logged. After observing proper device operation through functional and performance testing, the device was returned to service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during testing, their device failed the user test and logged an event code in its memory. The event code logged in the device's memory indicates a failure of the device to charge in order to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.